Manufacturer narrative:
Cadd cassette reservoirs was returned for analysis. The returned sample consist of two (2) products of p/n 21-7302-24. The sample was received in used conditions inside a plastic bag without their original packaging. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. The sample was connected to the cadd legacy plus pump and a balance mettler toledo to look for unusual function; and no discrepancies were detected; the accuracy test was successfully passed. The sample passed all accuracy testing. The customer's reported problem could not be duplicated. No root cause has to be determined since the complaint was not confirmed due the cause that no issues were found. No corrective actions are required since the complaint was not confirmed. As a preventive action, a notification to the production personnel of this complaint was conducted by the quality engineer.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd cassette reservoir under delivered the medication. The reporter stated the customer noticed that 20 ml of medication was remaining in the cassette. But the pump's screen displayed that 10 ml of medication was remaining. The reported event occurred with 2 pumps. There were no adverse effects to the patient due to the reported event.